Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/18/2015. The fse noticed that the probe was leaking after startup. The fse replaced the dual diluent filters, which resolved the leak. The instrument ran without any leaks and the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1ml from the probe of a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.